Event description:
Pyxis anesthesia system experienced sudden failure of drug drawers (drawers 2-1 and 2-2). All medications became inaccessable. This would be life threatening if a critical anesthesia event occurred at that time.